Manufacturer narrative:
H.6. Investigation: one 1ml ll syringe inside an opened package, confirmed to be from batch #7300831(B)(4). Was received and evaluated. The plunger was exercised inside the barrel to the nominal capacity and back to the bottom. The motion was smooth and as expected. No defects were observed in the returned sample. The verbatim appears to refer to the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. The design of the product has not changed since october 2008 when the product was first introduced. Furthermore, batch 7300831 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The reported defect was not identified in the samples received.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe the plunger moves out of the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe the plunger moves out of the syringe.